Event description:
A caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.